Manufacturer narrative:
No product(s) returned for testing. Evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred (B)(6) 2011 at around 11:00am - 12:00pm. Caller, pt's daughter, said she received a call from the pt who mentioned feeling dizzy and had slurred speech. Call contacted the medics and rushed over to provide assistance. A test was done using the pdc meter and it read 110mg/dl. Medics and rushed over to provide assistance. A test was done using the pdc meter and it read 110 mg/dl. Medic's meter read 60mg/dl. Pt was instructed to drink juice and eat. A second set of tests was performed; the medic's meter read 59 mg/dl and prodigy's read 97mg/dl. A third test on the medic's meter have a result of 70mg/dl, and a cs test was performed on pdc's meter; the result was 45mg/dl, which is in range for the low cs. Pt was not transported to the hospital. Pdc sent replacement and a prepaid envelope requesting return of suspect product(s).